Event description:
It was reported via repair work order that the foot end it would raise back up after lowering . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end it would raise back up after lowering . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Bed could not be located by customer. Customer advised to contact stryker field service technician when bed is located.